Event description:
During total hip arthroplasty, the flexible drill shaft was allowed to bump the retractor and was damaged. The fragments were recovered but postoperative x-rays showed a small piece of what appeared to be a fragment of the device which remained in the body.